Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the tip-up fenestrated grasper instrument jaws did not articulate or open properly. The procedure was completed with no reported injury.